Event description:
It was reported that the device had an error message cassette not attached during testing. No patient injury reported.

Manufacturer narrative:
No information has been provided to date. The device has not been returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found tamper seal missing. There was evidence of the error found in the event history log. The reported complaint was verified. An inoperable latch/lock flex sensor circuit was found to be the cause of the reported problem. The latch/lock flex circuit was replaced as corrective action. The root cause of the reported problem was unknown. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device was previously repaired on 21-jun-2022 for bubbled downstream occlusion seal. The downstream occlusion seal replacement would no impact the functionality of the latch/lock flex.